Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a less than 4mm leak. No intervention was performed in response to the less than 4mm leak. At an unspecified time later, the patient experienced a stroke. Tee was performed and the less than 4mm leak remained unchanged. There was also movement or shift of the implant from the index procedure to follow-up. The patient is being evaluated for possible coil placement in the leak.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx closure device was implanted. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a less than 4mm leak. No intervention was performed in response to the less than 4mm leak. At an unspecified time later, the patient experienced a stroke. Tee was performed and the less than 4mm leak remained unchanged. There was also movement or shift of the implant from the index procedure to follow-up. The patient is being evaluated for possible coil placement in the leak. It was further reported that the stroke occurred approximately 19 months post-implant. At this time the patient was taking aspirin 81mg daily. With the stroke, the patient presented with left-sided weakness, numbness, tingling, and lightheadedness. The patient was administered a thrombolytic medication for initial treatment of the stroke. Computed tomography angiography was performed which showed occlusion of 4mm segment of r pca p2, consistent with thromboembolism and ischemic penumbra of the right occipital lobe and posterior right parietal lobe. The patient continues to have improved, but lingering effects from the stroke and is being evaluated for possible vascular plug placement in the less than 4mm leak of the watchman closure device.